Event description:
It was reported that during a gastrectomy procedure there was an incomplete staple line. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.